Manufacturer narrative:
(B)(4).attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate that during an unknown procedure, the blue reload was used to make tubular stomach on the second firing. After firing, some of the staples were malformed with legs straight. Hand sewing was used to complete the procedure. There were no adverse consequences for the patient reported.